Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) female pt to report that one of the pt's batteries will not charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery will not charge) has been confirmed. Upon eval, the battery connector was unglued and the battery output voltage was measured at 10.8v. The cause for the low output voltage was likely the result of the connector becoming unglued thus causing communication errors between the charger/monitor and the battery. The cause for the connector becoming unglued cannot be positively determined but was likely the result of a drop or excessive force. No adverse event resulted from the defective battery pack. The pt rec'd a replacement battery pack.